Manufacturer narrative:
Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was alarming "no disposable, pump won't run". There was no patient injury. The residual volume was 7.9ml at a rate of 2.2, the patient had received 93.1ml.